Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light blue (main body) and dark blue (female connector) components of the minicap transfer set were separating. This was discovered when the nurse was trying to disconnect the patient line of the amia cassette. It was further stated the "line was clamped off and then cut to be able to separate from the machine." There was no physical damage to the set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the sample was received for evaluation with the white adaptor (patient luer adapter of the cassette) connected to the female connector; the clamp was in the closed position. A visual inspection with the naked eye and magnification noted the female connector separated from the light blue main body. The insert chip was not returned with the sample to verify if solvent was present; however, there was evidence on the female connector indicating the insert chip was present during the assembly process. The insert chip dislodged during the separation of the transfer set. There was evidence on the threads inside the barrel of the light blue main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The white adaptor was hand removed from the female connector with no issues noted; there was no damage on the components. The reported separation between the female connector and main body was verified; however, the reported connection issue to female connector was not verified. The cause of the separation between the female connector and main body was due to inadequate solvent application to the main body during the manufacturing process. A nonconformance has been opened to address the separation issue. Should additional relevant information become available, a supplemental report will be submitted.